Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3,d8, h6(investigation findings, type of investigation, investigation conclusions, componenet code), h11, e1(email). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fault and alarm logs were checked for any temperature related alarms. Nothing logged. The iabp was exercised on test catheter and patient simulator for several hours in an attempt to duplicate suspected technical alarm "system over temperature" or "over temperature condition detected". The issue could not be replicated. However, in the interest of patient safety the scroll compressor, temperature probe and pressure/vacuum filters were all replaced as a precaution. Iabp passed all calibrations, functional tests and electrical safety checks to factory specifications. The failure analysis and testing department received the following parts associated with this complaint: pn: 0119-00-0236 sn: (B)(6) compressor scroll. Pn: 0206-00-0734 sn: n/a temperature sensor probe. These parts were received with a reported unit failure message of device shutdown due to overheating. Performed visual inspection of these parts received and parts looks to be in good condition. Installed scroll compressor and temperature sensor probe into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. Performed all functional tests and passed. The fat dept. Pumped the cardiosave test fixture and did not observe any error on display and cardiosave test fixture worked correctly. The failure analysis and testing department could not verify the failure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device shutdown due to overheating. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.